Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated (200-400 mg/dl). Customer delivered correction boluses via the pump to treat elevated levels. Customer reverted to manual insulin injections. System check was performed with tandem technical support and the pump performed as intended. Customer indicated that health care provider would be consulted.